Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a hematoma at the implant site. Possible pocket infection and dehiscence of the incision were also reported. A pocket evacuation was successfully performed. No additional adverse patient effects were reported.